Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Multiple attempts have been made however, no further information provided. Device not returned.

Event description:
It was reported that the customer's pump does not hold a charge and the customer's received an unspecified alarm every 5 minutes that stopped insulin delivery. Reportedly, the load process was taking over half an hour to complete. The contact reported that the customer had no issue with the site and alleged that the pump was not delivering enough insulin. The contact reported that the customer's blood glucose was high with large ketones, however did not specify a bg level.